Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and peripheral neuropathy. It was reported that it took too long to charge and that had poor coupling. No further complications were reported or anticipated. No symptoms were reported.